Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a hematoma developed following implant of this device. The patient's hospital stay was extended one day and a pressure bandage was placed. No additional adverse patient effects were reported.